Event description:
Customer reported a previous incident of high blood glucose levels. Specific blood glucose value was unknown, but it was indicated as "high" cause was not known. The customer addressed the situation by changing the infusion set and cartridge. Technical support advised the customer to consult with a healthcare professional to discuss factors that might affect blood glucose levels, which the customer understood and acknowledged.